Manufacturer narrative:
.

Event description:
It was reported via phone call that the customer was admitted in the hospital on (B)(6) 2015. The customer's blood glucose at the time of hospitalization was 38mmol/l. A replacement insulin pump was sent to the hospital on (B)(6) 2015 the customer was able to upload data into carelink. The customer stated he does not trust the new insulin pump, because blood glucose values are still high. On (B)(6) 2015 the customer stated his blood glucose was dropping. The customer is using the new insulin pump and will be discharged from the hospital. On (B)(6) 2015 the customer changed the set and was fine with the new insulin pump. The customer's current blood glucose was 33mmol/l.

Manufacturer narrative:
Unit received with operating currents with in specification. Unit passed self-test, a unexpect restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to slightly loose drive support disk. Unable to perform, occlusion test and excessive no delivery test due to prime anomaly. Unit received with stripped battery cap coin slot(p). Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 20.07 mmol/lwith a value of 38. The customer was admitted to the hospital. The customer stated that there is no alarm visible to the pump. The customer and healthcare provider doesn't trust pump. The customer was advised that we will send a replacement pump to hospital.